Event description:
It was reported that this right ventricular (rv) lead was dislodged, confirmed through chest x-ray. The lead had minimal sensing as well as high capture thresholds. The lead was repositioned. Lead remains in service. No additional adverse patient effects were reported.